Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported health center visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported a communication error occurred while wearing the pod on the hip/buttocks for between 37 and 48 hours. The patient was unable to activate a new pod and the patient's blood glucose (bg) levels rose to 446 mg/dl. The patient administered an insulin injection and went to work. The patient's bg levels were not decreasing and called their family doctor who referred them to a medical center. The patient injected another insulin shot at the medical center and was admitted for monitoring. No other treatment was required.